Event description:
Report rec'd from the USA stating that the device's locking mechanism did not work. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "locking mechanism does not work" could not be confirmed. The device passed the lock operation test with no problems. However, during service and repair, device failures were found, but wer not related to the reported event. If add'l info becomes available, a supplemental report will be sent.